Event description:
Pacemaker was under advisory for high battery impedance. Was scheduled for generator change fall 2021. One week before scheduled generator change: device went into safety mode related to the advisory. Programming was permanently changed to vvi @ 72 bpm, ventricular sensitivity to 0.25mv. Patient is not dependent on device. Patient had generator changed 4 days later.